Event description:
Additional information was received from the customer that although the procedural delay was greater than 30 minutes, there was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was evaluated, and the customer¿s allegation was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to shortcut of ccd cable, e226 (scope communication error) occurs. Further investigation also noted e216 (scope communication error). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic push-enteroscopy procedure under sedation, the colono videoscope experienced picture failure which resulted in a 30 minute delay. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.